Manufacturer narrative:
Correction h6: type of investigation and h10: type of investigation a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Additional information b5: the programmed amount was for 1g/100ml of calcium gluconate. The user facility submitted medwatch #(B)(4)for this event.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed that the infusion was complete during patient therapy but the bag of calcium gluconate was still full. It was also reported that there appeared to be an upstream occlusion in the intravenous (IV) tubing but there was no upstream occlusion alarm. The event occurred at the surgical intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.